Manufacturer narrative:
Info was received from a user facility who is not required to complete form 3500a. Eval summary: no info (i.e. Post-op x-rays) was provided with the complaint regarding how the wire was implanted and the type of loading this instrument was subjected to during surgery. If the wire was excessively bent or loaded during surgery, the wire could have broken as a result. A complaint history performed for a 12-moth period (B)(6) 2009 - (B)(6) 2010 found no previously reported complaints. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that while doing right tibia intermedullary rodding, the guide wire bent and broke while inserting the nail. It was necessary to make a small incision over the fracture site to extract the wire.